Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR was performed. There was no documentation for this type of defects during the entire production run of this batch.

Event description:
It was reported that insulin leaked from the sides of the bd precisionglide¿ needle tip during use. The following information was provided by the initial reporter: "caller reported [that the insulin was spilling out from the sides of the needle tip]."

Manufacturer narrative:
The reported lot # [9148960] was not found for the reported catalog # [305110]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insulin leaked from the sides of the bd precisionglide¿ needle tip during use. The following information was provided by the initial reporter: "caller reported [that the insulin was spilling out from the sides of the needle tip]".